Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and review if the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing and in the alarm logs. The cause of the f-94 alarm was determined to be a damaged main battery. The main battery was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. The condition was identified at the moment the device was turned on. There was no patient involvement. No additional information is available.